Event description:
Balloon - inflation; balloon did not inflate at catheter room. When customer retried to inflate the balloon later, it was ruptured.

Manufacturer narrative:
Customer report was confirmed. Rupture was observed in the central area. Missing latex was observed at the rupture site.